Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be submitted upon completion of the investigation. ---- (B)(4).

Event description:
A us customer reported discrepant flu results with the cobas sars and influenza a/b tests on a specific cobas liat analyzer, during a validation. Site used two known positive sars-cov-2 patient samples that were originally tested on two different platforms. One sample (sample a) was previously tested on the cepheid and the positive sars-cov-2 result was reported to the physician and patient at that time. One sample (sample b) was a positive sars-cov-2 patient sample was previously tested on the qiastat and was reported to the physician and patient at that time. Both sars-cov-2 patient samples were used for liat validation, on two cobas liat analyzers. None of the validation results from the liats were reported out to either patient or physician. One liat gave the expected results. With cobas liat sn (B)(4), both positive sars patient samples gave an initial result of sars-cov-2 detected, influenza a detected and influenza b detected. Both positive sars patient samples were repeated on this liat sn and both gave the expected results on repeat - sars-cov-2 detected, influenza a not detected and influenza b not detected. No harm or injury was indicated.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).